Event description:
Additional info received from reported 03/12/2017 report # mw5068310: started getting headaches hands numbing can't feel my fingers whether they are cold or hot tingling going down my legs and arms pain running down my legs, itching where the lead runs up my spine feels like a wire is poking me, loss control of bladder and bowels. Had surgery set up (B)(6) 2017, but on (B)(6) 2017 I was contacted and told my surgery was cancelled because medtronic was causing too much drama down at their office. The model 3058 neurostimulator is completely loose and can easily slide around and sns lead 3889 has failed. On (09/01/2013) FDA report same issues same models.

Event description:
"Backside became really itchy and I could feel something poking me. Started getting really bad headaches tingling down my arms and legs and numbness in my hands. I can't tell if my hands are cold until it's too late and I put them under warm water and feel like they are on fire and I am in so much pain because they got frostbite and I have permanent pelvic floor disfunction and I was set up for emergency surgery on (B)(6) 2017 but it was cancelled on (B)(6) 2017 approx 3:30pm because I was told that medtronic was causing too much drama down at the surgeon's office. Because all 3 of the medical device products I have are on recall. Medtronic 3058 neurostimulator and the icon stimulator model #3037 and the wire that is broken is the lead model #3889 sns lead 28 cm. I am in so much pain with my low back and legs and back in diapers and using catheters again. There goes my life again down the drain cause I can't get these devices removed and replaced. I have a great surgeon who I think did an awesome job with mess he had to redo. Dr. (B)(6)'s screw up, he put the wrong bladder sling in and to tight he had to cut it and he just left me. And it fell on my uterus and crushed it and dr. (B)(6) had to do a full hysterectomy, we had no choices on that. So I had to have a total life changing surgery. And now I am pooping and peeing in diapers again. Because dr. (B)(6) won't do the surgery because medtronic won't stop harassing him. And my life is at risk and medtronic has yet to take any of that into consideration. Or what I am going through."